Event description:
Customer reported an error when reloading the cartridge following a reset for a cgm error. On the second attempt, the issue resolved itself, and no further action was needed. There was no adverse impact to the customer's blood glucose level.